Event description:
It was reported that a stent was implanted for treatment in 2004. The pt returned 5 months later because of pain and cough. The stent was broken and the cover was away. A new stent (longer than before) has been implanted. It was reported that there were no pt injuries. The outcome of the procedure was reported as okay and the pt's condition after the procedure was reported as okay.